Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the guidewire kinked while inserting the dilator. No patient injury. No intervention required.

Event description:
The customer reports that the guidewire kinked while inserting the dilator. No patient injury. No intervention required.

Manufacturer narrative:
Qn#(B)(4). The customer returned an empty cvc kit for analysis. None of the kit components were included within this empty kit. Visual examination could not be performed as neither the guide wire nor the dilator were returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". Complaint verification testing could not be performed as the dilator and guide wire were not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the components to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guidewire kinked while inserting the dilator. No patient injury. No intervention required.